Manufacturer narrative:
Eagle screw was reported to have backed out from the plate post-op. The event as reported by the sales rep indicates that the problem was not attributed to the device. Information is limited at this time, but it appears that the screw may not have been implanted into bone. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly placed and fully tightened.

Event description:
Depuy spine was made aware of an eagle screw that had backed out from the cervical plate. Patient was implanted eight weeks ago with eagle for a 2-level acdf. The eagle screw(s) used had backed out from the plate and was confirmed by x-ray. At this time, the surgeon is taking no action. As surgical intervention may occur an MDR is being filed to document this event.